Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient experienced drain volume that was over 189% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient reported to have received the scale reading error during the treatment. The patient had a last drain volume of 4733ml and their largest fill volume was 2499ml. The reported large drain of 4733ml was 189% over the expected volume which resulted in a reportable device malfunction. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformance's during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.